Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion the receiver/stimulator. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report is attached. This report is submitted on december 28, 2021.

Manufacturer narrative:
This report is submitted on november 23, 2021.

Event description:
Per the clinic, the device was explanted (B)(6) 2021 due to wound dehiscence at the implant site. Reimplantation is planned but had not taken place at the time of this report.